Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2018, and a suture was used. During surgery, the suture was broken during hysterorrhaphy. The operation was completed by using another needle suture in another new package. There were no adverse patient consequences reported. No additional information was provided.